Event description:
Repair center: alleged - alarming / red light. Key failure - pilot valve is not switching. Additional malfunctions are the muffler housing is cracked and the heat exchanger and tie wraps are leaking.